Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, air/channel clogging was noted due to foreign material. In addition, a connecting tube and water supply volume test failure was noted. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis exera iii gastrointestinal videoscope has a problem with the water nozzle. During a standard service inspection of the customer returned device, channel clogging was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the clogged air/water (a/w) nozzle. The investigation also noted that the clear foreign material which clogged the a/w channel was not likely a substance which originated from a patient. It is probable that the clear foreign substance remained on the device even after the end-user applied the appropriate reprocessing steps. The investigation did not establish the root cause of this issue. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: "operation manual_ preparation and inspection. Inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. "Reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories) _ precleaning the endoscope and accessories. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ olympus will continue to monitor field performance for this device.